Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds. Additional information indicates that the cause high pacing threshold was not determined but it was attributed to this lead. This lead was surgically abandoned. No additional adverse patient effects were reported.